Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
Corrections: the associated device was returned and evaluated. The visual inspection of the returned devices confirms that the nail is broken. A review of the complaint history shows no prior complaints for the listed part. A lab analysis was completed with the following results: the inter tan fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. No material deviations in the nail were found during this investigation. A review of the manufacturing record revealed discrepancies during the manufacturing process; however per procedure the remainder of the order was 100% inspected. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.